Event description:
It was reported that during a da vinci si surgical procedure the tip of the harmonic curved shears insert fell into the patient. The piece was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported. On (B)(6) 2010, medwatch uf / importer report with patient identifier (B)(6) was received: jaw of harmonic scalpel broke while being used intraoperatively. Piece was retrieved by surgeon without incident. No harm to this patient. See intuitive (B)(4) .

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed the insert has a .360 inch long piece of the curved blade detached from the distal end. The blade broke off near where the blade transitions from straight to curved. The fractured surface is slightly jagged and there are scratch marks on the curved blade below the fractured surface. The clamp arm is intact and undamaged. No other damage was found.